Manufacturer narrative:
This case was assessed as reportable to the FDA , as the event, quincke edema, was deemed to meet the serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient. Patient was injected with a total of 3 ml of radiesse into the oral commissure, nasolabial, malar, submalar, menton region and facial contour (1.5 ml each side), for facial filling and biostimulation of collagen, on (B)(6) 2018. The patient was treated with 0.5 ml into oral commissure, 0.5 ml into nasolabial, 0.5 ml into malar, 0.5 ml into submalar, 0.5 ml into menton region and 0.5 ml into facial contour. Needle used for injection was 22 g cannula. Needle used for injection was 22 g. Radiesse was diluted with 1.5 ml of lidocaine. The patient was previously injected with restylane and perlane on (B)(6) 2017 and with dysport on (B)(6) 2018. She was a non-smoker and had no further allergies. On (B)(6) 2018, after radiesse treatment, the patient developed edema and pruritus in face and neck. Corrective treatment included intramuscular injection of betamethasone and oxygen inhaled with improvement of the event. Patient was prescribed prednisolone 40 mg 8/8 hours and talerc 10 mg 8/8 hours. No systemic antibiotic was prescribed. The outcome for events "edema and pruritus in face and neck" was reported as resolved on (B)(6) 2018. In the opinion of the reporter, the events were not life-threatening or (B)(6) permanent and related to radiesse. Follow-up information was received on 16-feb-2018: this case was upgraded to serious. The event "edema and pruritus in face and neck" was changed to "quincke edema" and re-coded accordingly. It was specified that the patient experienced a quincke edema. Corrective treatment with oxygen to inhale was required due to the patient had breathing discomfort, and corrective treatment with talerc was clarified as oral epinastine hydrochloride. It was confirmed that treatment was necessary to prevent a serious deterioration in patient's health state. The outcome of the event was confirmed as completely recovered.

Event description:
Follow-up information was received on 30-mar-2018: the patient's medical history and concomitant medications were reported as none. No clinical diagnostics, such as an allergy test for lidocaine was performed in order to clarify the trigger of the patient's reaction. As reported, the physician did not know if there was a possible causal relationship between the angioedema and the lidocaine.